Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he needs a new insulin pump. Customer was receiving a battery out limit alarm. Customer stated that he changed a whole pack of batteries but was still not able to clear the alarm. Customer's blood glucose was 400 mg/dl. Customer was trying to give himself a bolus. Customer was advised to give himself a manual syringe to get his blood glucose down. Customer was not able to troubleshoot due to lost call.